Event description:
On (B) (6) 2010, the lay user/reporter, the pt's daughter, in (B) (6) contacted lifescan (lfs) to report the cap was loose on the one touch lancing device. On (B) (6) 2010 , the tech service rep (tsr) spoke with the reporter to obtain and verify info. For an unk time period, the pt claimed the cap was loose on the reported lancing device and she stopped testing her blood glucose levels due to this issue. The pt took the action of consuming less food during her meals due to not being able to obtain blood glucose readings. On an unspecified date, the pt experienced the symptoms of dizziness, thirst, sweating, feeling 'sick' and she felt hypoglycemic. The pt administered self-treatment by consuming food and/or drink; she did not seek any medical attention. Troubleshooting revealed the lancing device cap was correct. The issue was resolved with troubleshooting. The lancing device was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after decreasing her food intake, because she was unable to obtain samples to test her blood glucose levels due to the lancing device issue, and rec'd treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.